Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the patient had an icp of 22 cmh2o even though the shunt was setting of 2 of certas valve. The shunt passed a shunt survey (showed flow), but that patient had an icp of 22 cmh2o (measured with evd) even though the shunt was on a setting of 2. Shunt was replaced. The valve was used to treat hydrocephalus.

Manufacturer narrative:
Updated fields d10, g4, g7, h2, h3, h6, h10. Unique device identification (UDI): (B)(4). The certas valve was returned for evaluation: device history record was not possible as the lot number and was unknown. Failure analysis the valve was visually inspected, needle hole in the needle chamber was noted. The valve was hydrated. The valve passed the test for programming, flushed, leak, reflux, siphon guard and pressure. The possible root cause for the problem reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, no functional issues were noted during the investigation.